Event description:
During use of the device for a surgical procedure, the user observed an eo8 alarm resulting in the device entering into standby mode. The unit was changed out and the user reported that the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: the device was returned to the MFR and eval found that the component heater was not functioning correctly. The root cause of this reported complaint was attributed to component failure.